Event description:
The customer reported the unit displays an error 1000 when powering on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit displays an error 1000 when powering on. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and the issue was verified. The power pca was replaced which resolved the reported issue.